Event description:
A consumer reported that following a multifocal intraocular lens (iol) implant procedure, she believes that she may have received the wrong lens by mistake. She reported the lens did not work for her as advertised. In a follow up, the surgeon reported that the patient thinks the lens did not work for reading.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).